Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a non-q wave myocardial infarction (mi) the day following in the index procedure. Past medical history that may have increased this patient's risk for mace included family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii, past smoking, abdominal aortic aneurysm, aneurysm fight common iliac artery, sleep apnea, right knee pain, lower lumbar back pain, bilateral cataract surgery with implants, and prostate cancer (1994) treated with seed implantation. At the time of the index procedure, angiography revealed lesions in the proximal left anterior descending (lad) artery and proximal right coronary artery (rca). The proximal lad lesion was 16 mm in length, de novo, and 99% stenosed with no thrombus present. The reference vessel was 3.0 mm in diameter. A 3.0 x 23 mm cypher rx stent was implanted by direct stenting at 20 atm and was not post-dilated. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Additionally, the rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. Pre-procedure timi flow was 2 and post-procedure timi flow was 3. There was no residual stenosis. The proximal rca lesion was 20 mm in length, ostial, and de novo. Pre-procedure percentage of stenosis was not reported. A 4.0 x 23 mm promus stent was implanted at 20 atm by direct stenting and without post-dilation. There was no residual stenosis and post-procedure timi flow was 3. The following day, the patient's troponin I was 0.19 (uln 0.06) and he was diagnosed with a non-q wave mi that was treated medically. The patient was asymptomatic and repeat angiography was not performed. The event resolved and he was discharged later that day. According to the investigator, the mi was probably related to the index procedure due to vessel manipulation and not cordis product. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to myocardial infarction diagnosis. Lack of pre-dilation and inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage and higher potential for plaque shifting. Based on the information provided, there are possible patient, vessel characteristics and procedural factors that may have contributed to this event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
According to the investigator, the mi was probably related to the index procedure due to vessel manipulation and not cordis product. Concomitant medications: clopidogrel 75mg post procedure, heparin intra-procedure, integrelin intra-procedure, aspirin 325mg daily since 2008, lisinopril 40mg daily since 2008, hydrodiuril 25mg daily since 2009, metformin 1 gm daily since 2000, cyclobenzaprine 10mg as needed since (B)(6) 2010, levemir 116 units by injection at bedtime since (B)(6) 2010. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) study, a patient experienced a non-q wave myocardial infarction (mi) the day following in the index procedure. At the time of the index procedure, angiography revealed lesions in the proximal left anterior descending (lad) artery and proximal right coronary artery (rca). The proximal lad lesion was 16mm in length, de novo, and 99% stenosed with no thrombus present. The reference vessel was 3.0mm in diameter. A 3.0 x 23mm cypher rx stent was implanted by direct stenting at 20atm and was not post-dilated. Pre-procedure timi flow was 2 and post-procedure timi flow was 3. There was no residual stenosis. The proximal rca lesion was 20mm in length, ostial, and de novo. Pre-procedure percentage of stenosis was not reported. A 4.0 x 23mm promus stent was implanted at 20atm by direct stenting and without post-dilation. There was no residual stenosis and post-procedure timi flow was 3. The following day, the patient's troponin I was 0.19 (uln 0.06) and he was diagnosed with a non-q wave mi that was treated medically. The patient was asymptomatic and repeat angiography was not performed. The event resolved and he was discharged later that day.